Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. The night before the event the cgm reading was 311 mg/dl and the bg reading was 211 mg/dl. The patient was at home feeling hypoglycemic but the patient relied on the cgm reading which was no hypoglycemic. At some point the patient passed out, later on the husband found her unconscious. The husband called 911. When 911 came, patient was barely conscious awake but not really realizing what happening around her. The paramedics treated the patient with glucagon, but the patient didn´t improved, 911 took the patient to the hospital. When the patient arrived at the hospital, they took a bg reading which was 42 mg/dl and there was no cgm value reported but it was higher than what it should be. The patient was treated with IV dextrose. On the same day at night the patient was discharged from the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The night before the event, the reported glucose values fall within the b zone of the parkes error grid. When the patient was unconscious, there were no reported glucose values available to search within the parkes error grid calculator. When the patient was taken to the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.